Event description:
The hospital reported that vasoview hemopro 2 appears to have glue over one of the holes that wouldn't allow the insufflation to work.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. Corrected section: d4 UDI#. The device was returned to the factory for evaluation on 08/29/2024. A visual inspection was conducted on 09/09/2024. Signs of clinical use and evidence of blood was observed. An investigation was conducted on 01/16/2025. There were no visual defects observed on the intact harvesting device. There were no visual defects observed on the intact btt. No visual defects were observed on the silicone btt. A 5cc syringe filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. There was no backflow observed in the co2 line. Based on the returned condition of the device as well as the evaluation results, the reported failure "improper flow or infusion" was not confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000405184 history record review was completed. There was an ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.